Manufacturer narrative:
(B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for safety shield detach with the incident lot was observed. A review of the manufacturing records was completed for the incident lot #6161553 and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the safety shield of bd eclipse¿ blood collection needle with luer adapter was not attached to the device as it was removed from the blister package . No injury or medical intervention.